Manufacturer narrative:
The exact date of the event is unknown. However, it was noted to have taken place in (B)(6) 2011. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the tip was separated from the catheter, but remained attached by one of the wires. Additionally, the catheter¿s distal section was examined and thread marks were present on the internal wall. Further analysis of the catheter revealed the presence of glue which is indicative of the tip having been properly attached to the catheter. A dimensional check of the ceramic tip outer diameter and the catheter inner diameter was performed; both dimensions met specification. Functionally, the device was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the tip separated, but remained attached to the wires. The evaluation confirmed that the distal section of catheter was threaded and that glue was present. During manufacturing, gold probe devices are 100% inspected for visible issues so the separation likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure for treatment. According to the complainant, during the procedure, the tip detached from the gold probe device, while inside of the patient. It was still connected by two wires. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure for treatment. According to the complainant, during the procedure, the tip detached from the gold probe device, while inside of the patient. It was still connected by two wires. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.